Event description:
It was reported that the patient presented in clinic for a device exchange. Upon review, the left ventricular lead exhibited high capture thresholds. Fluoroscopy revealed a dislodgement of the left ventricular lead. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences.